Event description:
It was reported by the customer that the pyxis medstation es system was offline. The customer stated the station was not powered, and it displayed a black screen. The user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer control board issue. A field service engineer replaced the drawer board and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.